Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a cracked orange sleeve on the monopolar curved scissors instrument's tube extension. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed the cracked orange sleeve portion of the tube extension at the proximal clevis interface. The tube extension cracked next to one of the keys that mates with the proximal clevis. Evidence not conclusive, but tube extension likely cracked due to excessive side loading or other mishandling/misuse. Additional observations not reported but the customer was a cracked main tube. The distal end of the main tube had a hairline crack in the axial direction. The crack location overlapped the section of the tube extension that was installed inside the main tube. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.